Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log related to err_ripc_comm_to_obm_failed, which indicates a faulty obm wire. The device's o2 and 202 wire harness needs to be replaced to address the issue. The device was returned unrepaired per customer request.